Event description:
The dentist reported that 2 months after the dental implant was installed in intra-oral region #3, it was verified in its non-osseointegration. Sixty ncm of primary stability was achieved and immediate load was not executed. Pt presented low bone quality (bone type iii).